Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va0apd4, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient experienced an impedance issue during an implant procedure. It was noted that ¿when the lead was implanted and tested directly there were no issues noted in impedances¿ and ¿after the extension was tunneled, it was tested and there appeared a short circuit.¿ it was stated the short circuit was an impedance measurement less than 90 ohms between contacts 0 and 3. It was noted a full implant of the patient¿s system was completed on the day of report. It was reported the patient would have a follow-up/reprogramming appointment four to six weeks following the initial report and it would be determined then ¿how the short-circuit would impact the therapy.¿ additional information stated the impedance issue did not resolve. It was noted no cause was determined, no diagnostics were performed, and no interventions were planned. It was stated the patient¿s device would ¿not be turned on¿ by the patient¿s physician for ¿several weeks.¿ additional information has been requested. A supplemental report will be filed if additional information becomes available.